Event description:
It was reported that the procedure was to treat a lesion located in the moderately calcified right coronary artery. After the 2.0x12 mm nc trek dilatation catheter was advanced to the lesion without resistance, pressure was applied for inflation up to 8 atmospheres; however, after the initial inflation the indeflator lost pressure and went back to zero. After the catheter was retracted from the patient, an attempt was made to inflate the device; however, bubbles were seen coming back into the inflation device and upon further examination, it was observed that the shaft of the dilatation catheter was separated mid shaft. Another unknown device was used to completed the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported separation and leak was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.